Manufacturer narrative:
E1 - initial reporter facility name: japan community healthcare organization osaka hospital. E1 - initial reporter address 1: 4 chome-2-78 fukushima, fukushima ward.

Event description:
It was reported that device detachment occurred requiring snaring for removal. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). There were multiple calcified lesions from the popliteal artery to the beginning of the sfa, and plain old balloon angioplasty was performed in order from the distal. A 4.0mmx15mm wolverine peripheral cutting balloon was selected to dilate the calcified lesion in the proximal sfa at 6 atm for 1 minute. When the device was deflated and pulled out, resistance was encountered, and the device separated at the wire exit port. Per the physician, the blade was stuck in the calcified lesion, which caused resistance during withdrawal and separation of the exit port portion. The separated fragments of the device were snared and removed. There was no patient injury.